Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2009-06246 for a description of the other event. It was reported to boston scientific corporation on (B)(6) 2009, that two resolution clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the first clip was deployed successfully over the elevator of the ercp scope. The physician attempted to clip over the elevator of the ercp scope with a second clip, but the clip would not close. The same issue occurred using a third clip. The clips were left in the pt for normal passage. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).